Event description:
Philips received a complaint from the customer, reporting that the "head" was very loose. It was unknown how the issue was observed. No patient or user harm reported. The customer reported that the "head" was very loose and needed to be screwed down. An evaluation was performed by a biomedical engineer and reported that the device was "unlocked" from the stand. The biomed then reported that the ventilator was locked to the stand. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine how the issue was found. Multiple good faith efforts (gfe) were performed on (B)(6) 2025 for further details regarding device usage during the event; however, no response was provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.